Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was over 400mg/dl. It was mentioned that the customer was vomiting prior her admission. The mother stated that her sister had called the day before and requested having the insulin pump replaced due to moisture damage. The mother stated that the customer was on a house boat and fell into the water. The customer did not dry the device, then she had a battery alarm, and the alarm could not be cleared. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.